Event description:
A consumer reported that the protectiveclean power toothbrush metal shaft detached while her husband brushing teeth. No injuries were reported. A potential choking hazard was identified.

Manufacturer narrative:
Date of event is approximate.

Manufacturer narrative:
Analysis results: product was returned to manufacturer, but lost during transit to failure analysis lab. H3 other text : returned product lost in trasit.